Event description:
Medtronic received information that while transporting this patient after non-cardiac surgery, the line attached to the recirculation port of the oxygenator became hung up on the exit door and detached, resulting in a blood leak. The line was reattached to the oxygenator and percutaneous cardio pulmonary support (pcps) was continued. The custom tubing pack was being used as pcps, due to excessive blood loss and decrease in blood pressure during surgery. As the blood volume was so low, large amounts of fluid replacement, such as saline, was added to the circuit in order to maintain circulation. After changing the solution bag approximately ten times, the port used to spike the line broke. The product was discarded and will not be returned for analysis. At a later time, the patient passed away; however, the cause of death was due to excessive blood loss from the non-cardiac surgery. The correlation between the death and this event was clearly denied by the perfusionist.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. H3 analysis: the device was discarded and therefore will not be available for analysis. Conclusion: due to no returned product, the cause of this event could not be determined. Information received from the healthcare provider indicates that the blood leak with the circuit was caused by user error during transport. The reported patient death was due to the excessive blood loss during the non-cardiac surgery. The healthcare provider noted there was no causal relationship between the patient death and oxygenator leak and broken saline port (spike). There are no trends observed at this time. Medtronic will continue to monitor for similar events, should they occur.